Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a ruby coil pusher assembly was kinked. The kinked pusher assembly was found prior to use and therefore, the ruby coil was not used for the procedure. The procedure was completed using a new ruby coil.

Manufacturer narrative:
Please note that the year in date of event was incorrectly reported on the initial MFR. Report and is being corrected on this follow-up #1 MFR report. In addition, MFR site email has been updated with the contact email.